Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing, noise, and high thresholds. The lead was explanted and replaced. It was further noted that the patient¿s existing right atrial (ra) lead was damaged during extraction of the rv lead. The physician elected to explant and replace the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.